Event description:
An american medical system (ams) penile prosthesis was removed due to erosion. Pt had to undergo a surgery which should not have been needed. Device was received by clinical engineering. There was no obvious lot number on the device. We called the sales rep from ams to pick up device, but he has not come yet.